Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation in non-target area. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator leads were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080482/7080451.